Manufacturer narrative:
(B)(4). After the review of the new information received, it has been determined that this product is not from depuy and was reported in error. This report will be rejected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). After the review of the new information received, it has been determined that this complaint was not reported in error.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient experienced an intra-operative greater trochanter fracture that was cabled. The fracture wasn't noticed until after the stem was placed, and during rom.

Manufacturer narrative:
(B)(4). After the review of the new information received, it has been determined that this product is not from depuy and was reported in error. This report will be rejected.